Event description:
Info received indicates there is no brake function from the foot end of the stretcher.

Manufacturer narrative:
The technician replaced the two foot end brake casters to repair the stretcher.